Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) (B)(6) 2024 the cgm reading was 5.4 mmoll and the patient felt dizzy. The patient took a fingerstick and the blood glucose reading was 2.2 mmoll. The patient took dextrose and the next thing he remembers is waking up at the emergency room. The patient was told after that he had had a diabetic seizure for about 40 minutes, and he severely bit his tongue. The patient experienced memory loss, body pain, and was extremely fatigued. The patient was treated with a glucagon injection and was brought to the hospital. The patient did not remember if further treatment was given at the hospital, but a computed tomography (CT) scan was made of his head, no results or possible injury were reported regarding this. The patient was discharged after spending a full day in the hospital. There was no documentation of further medical intervention. At the time of the report the patient stated they still sometimes had memory loss, and still had a lot of pain in his body, and was still very tired. His tongue had healed even though it took almost 3 weeks. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.